Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a pump underwent a tsc to remove a nuvolo entry dated (B)(6)2024. The logs show that the pump has been operational since at least (B)(6)2024, marking the beginning of its recorded history. I have not found any documentation in my records suggesting that the logs were accessed prior to this.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was evaluated onsite. When the device was evaluated the reported issue was not observed. The device operated as intended. Preventative maintenance was performed.